Manufacturer narrative:
(B)(4). Fisher & paykel healthcare has requested further information from the customer. We will provide a follow-up report upon receipt of this info and completion of our investigation.

Event description:
A hospital in (B)(6) reported that the power fail alarms did not function properly during testing on two (2) iw920aek mobile infant warmers. The testing was not performed during patient use. Accordingly, there were no pt consequences.